Event description:
No further information is available at the time of this report.

Manufacturer narrative:
Follow up report. Updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h4. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during insertion of the femoral implant, the black cr impactor pad on the femoral inserter broke during impaction. Attempts have been made and no further information has been provided.